Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported problem of ¿shuts down¿ was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause was identified to be battery contact pin was found depressed causing intermittent battery contact resulting in device power off without user input. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump shuts down during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.